Event description:
Cytyc technical service received a call from a nurse at facility. Male stated that a baby girl ingested an entire 20ml vial of preservcyt solution. The vial did not contain a specimen. Male further stated that she contacted poison control, who suggested that she contacted cytyc directly for the msds sheet. Technical service faxed the msds sheet directly to her and the child was subsequently transported to children's hospital. Technical service attempted several times to get an update, but the child's current state of health is unknown. If cytyc becomes aware of any further details regarding this event, a supplemental report will be filed.

Manufacturer narrative:
Na